Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device shock button was difficult to depress. Complainant indicated that the clinician obtained another device to continue treatment. Complainant indicatet that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. This report was inadvertently submitted. Reports of this nature have no potential for clinical impact. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, shock testing, and multiple 30 joule test cycles without duplicating the malfunction. Internal inspection of the shock button and cable connections revealed no discripancies. The activity log confirms that no discharge attempts occurred while the multifunction cable was not shorted. The device functioned as intended when configured correctly. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treatment. Complainant indicate that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.